Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced hydrocele, spermatocele, left groin pain, abdominal pain, and swollen groin. Post-operative patient treatment included revision surgery and a hydrocelectomy.